Manufacturer narrative:
Section device mfg date was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor adhesive was returned. An extended investigation has been performed for the returned product. A visual inspection on the returned puck and plug was performed and no issues were observed DHR (device history record) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The applicator and sharp have not been returned, extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) for the libre sensor kit was reviewed and showed that the libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. If the applicator and sharp are returned, an investigation will be performed.

Event description:
Customer's caregiver reported the customer had an infection while wearing the adc freestyle libre sensor. On (B)(6)201, customer had hcp contact due to symptoms of "redness, itching and yellowish fluid" at the sensor site and was prescribed nystatin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer had an infection while wearing the adc freestyle libre sensor. On "(B)(6) 201" customer had hcp contact due to symptoms of "redness, itching and yellowish fluid" at the sensor site and was prescribed nystatin for treatment. There was no report of death or permanent injury associated with this event.